Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting high, out of range pacing impedance (greater than 2800 ohms). A different rv lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. This investigation will be updated should further information be provided.